Manufacturer narrative:
Limited information has been provided by the initial reporter and through additional attempts to gather information directly from the surgeon and his clinic. The original removal was scheduled and then postponed one week. The postponement led to a scheduling issue where centinel did not have a distributor representative or centinel employee in attendance at the case. Based on limited information and previous complaints, it was conservatively assumed the removal procedure was to preclude serious injury to the patient. DHR review could not be completed as part and lot numbers were not and could not be identified. Review of previous complaints determined the rate of complaints was found to be within allowable limits based on the dfmea. The dfmea indicated there are three risks associated with this complaint type. Each risk was determined to be acceptable noting the benefits of the device outweigh the risk. No device evaluation could be performed as the device was not retrieved and sent for third party testing. If additional information becomes available at a later date, a follow up submission will be provided. This submission is 1 of 3 prodisc l components, superior endplate.

Event description:
A prodisc l removal procedure was scheduled to occur on (B)(6) 2020. The procedure was rescheduled for an unknown date during the week of (B)(6) 2020. It is unknown if the prodisc l removal procedure took place. It is conservatively assumed this prodisc l removal was to preclude possible serious injury based on similar adverse events. There was no indication of a device problem.